Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported there was rapid ventricular tachycardia or ventricular flutter and the patient went into ventricular fibrillation after the shocks were delivered. The cause of death was listed as ventricular fibrillation.